Manufacturer narrative:
(B)(4). The customer reported the device was discarded. The return of the device may have assisted the investigation of the reported event. Without device analysis, a cause for the reported missing suture during harvesting could not be determined. A missing suture can be contributed to a cuff miss. A cuff miss can be influenced by numerous factors including, but not limited to, manufacturing, user technique and/or patient anatomical conditions. During manufacturing, the needle trajectory of every device is verified and a sampling of finished devices is destructively tested to verify the functionality of the device. Patient anatomy may contribute to a cuff miss. Femoral angiogram was performed, no calcification was noted. User technique, such as, failure to position and maintain the device at a 45 degree angle throughout deployment, rotating the device at any point during plunger/needle deployment, aggressively deploying or removing the plunger and/or inadequate positioning of the foot against the arterial wall may cause a cuff miss. The user was reportedly not formally trained in the use of the proglide device. The proglide instructions for use states that before device use, the operator is to be trained by an authorized representative of abbott vascular. It is likely that the reported use of the device by an operator who is not formerly trained in the use of the device contributed to the needle to cuff miss. Review of the device history record for this lot did not produce any findings relevant to this report. A query of the complaint-handling database was performed and there does not appear to be any indication of a lot specific product quality deficiency.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. Estimated date (date of occurrence reportedly within last week). The other perclose proglide device is being filed under a separate medwatch MFR number. The customer reported the device was discarded. The lot number was provided. A follow up report will be submitted with all additional relevant information.

Event description:
It was reported that an arteriotomy closure of the right common femoral artery was attempted using the perclose proglide device after an aortic stent placement. Reportedly, after the device was removed, only one of the two sutures was present. The physician stated he most likely overlooked second suture limb when harvesting the suture. Another proglide was used with the same results. Manual arterial compression was used to achieve hemostasis. There was no adverse patient sequela. The physician is reported not to be trained in the use of the device. No additional information was provided.